Manufacturer narrative:
(B)(6) 2023 - we were contacted by a patient who indicated that she has a retained capsule, she gave us her physician information and we sent the frm-0089- capsule incident questionnaire to be filled by the physician. (B)(6) 2023 - frm-0089 indicated that the patient does not have any known preexisting conditions and will consult a surgeon to decide on the next steps for a possible removal. (B)(6) 2023 - we were informed that the patient will undergo surgery on (B)(6). (B)(6) 2023 - we were notified that the capsule was successfully retrieved surgically on (B)(6), the patient is doing fine however the cause of retention was not provided see attachments.

Event description:
(B)(6) 2023 we were contacted by a patient who indicated that she has a retained capsule, she gave us her physician information and we sent the frm-0089- capsule incident questionnaire to be filled by the physician - (B)(6) 2023 frm-0089 indicated that the patient doesn't have any known preexisting conditions and will consult a surgeon to decide on the next steps for a possible removal. - (B)(6) 2023 we were informed that the patient will undergo surgery on (B)(6). - (B)(6) 2023 we were notified that the capsule was successfully retrieved surgically on (B)(6), the patient is doing fine however the cause of retention was not provided